Manufacturer narrative:
B2: outcomes attributed to adverse: corrected d1: brand name: corrected d4: catalog number and UDI: corrected. H6: health effect - clinical code, health effect - impact code, and medical device problem code: corrected manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The submitted log file captured the device operating as intended at the set speed with no notable events observed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, who had a history of threatened pump thrombosis, presented to the clinic with worsening shortness of breath. Log files were submitted for review and did not capture any unusual events.